Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were elevated (300's mg/dl). Customer treated elevated levels with insulin injections. Customer's bg level during report was 220 mg/dl. System check was performed with tandem technical support and the pump performed as intended. Customer stated that there was soreness at the infusion site but declined to change out the site as it had been changed out just prior to report. Customer declined further follow up.